Event description:
The pt was reportedly experiencing overly loud sound and dizziness since (B)(4) 2005. Testing showed that the device is functioning. The surgery to explant the pt's device will be scheduled.